Manufacturer narrative:
Product analysis #805246680:¿ equipment used: vis (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the navien 072 catheter was returned for evaluation inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the catheter tip and marker were examined; no damages were found. The guide catheter body was found broken at 1.7cm from the distal tip. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. In addition, the catheter body was found to be kinked at 23.4cm and 73.2cm from the distal tip. No flash or voids molded were observed in the hub. ¿ testing/analysis: the usable length of the guide catheter was measured to be within specifications. The guide catheter was flushed with water and found to be patent. ¿ conclusion: based on the analysis findings, the customer complaint was confirmed as the returned navien was found broken and kinked. However, the cause of the damages could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the catheter was taken out and hydrated, the tip of the catheter was found to be damaged when it was planned to introduce the guiding catheter. Healthcare provider (hcp) was worried that it would affect the catheter's ability to go upper and subsequent passage of the microcatheter. After replacing with a catheter, the surgery went smoothly. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing aneurysm ped implantation surgery. The access vessel was the femoral artery with a diameter of 5mm. It was noted the patient's vessel tortuosity was moderate.